Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 8.1 mmol/l, 4.3 mmol/l, and 6.3 mmol/l. On (B)(6) 2019, the patient received the following results within 10 minutes: 5.4 mmol/l, 12.8 mmol/l, and 8.2 mmol/l.